Event description:
It was reported by mother that the patient needed medical intervention due to hypoglycemia. The patient's blood glucose levels dropped to 42 mg/dl while wearing the pod between 24 and 36 hours. Patient was at a friend's house talking to his sister on the phone; sister called an ambulance due patient "not making sense". When mother arrived, patient was incoherent. The patient was treated glucose gel, a sandwich and juice, and was monitored by paramedics for 30-40 minutes. The pod was removed by paramedics as well. It was also reported that patient was in a car accident the night prior and was also under stress. He drank 2 alcoholic beverages and went to bed on an empty stomach.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.